Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, one (1) photograph was submitted for evaluation. Visual inspection of the photograph was conducted, and the backcheck valve was observed to be broken from the arm of the caresite. However, the defect was not confirmed to be due to the manufacturing process. Without the physical sample the exact root cause of the defect cannot be determined at this time. A project has been initiated to address this recurring issue of valve breakage. This proposed solution involves the addition of a 4" tubing between the valve joint to mitigate stress at the connection point. Additionally, design input requirement, including static and dynamic tensile tests, which applies force parallel to the fluid path to test connection point strength. However, based on clinical usage, excessive force applied perpendicular to the rigid-to-rigid connection increases the risk of port breakage. Although the exact root cause is unable to be determined, possible cause is due to increased force against the rigid-to-rigid joint. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: IV tubing broke at various parts. Detailed inquiry description: customer has had a slew of IV tubing that broke at various parts of the tubing.